Event description:
It was reported that a technician pulled a muscle when he was trying to remove a pt from a discovery st pet system. After the scanner shutdown during the pt pet acquisition, the pt became anxious inside gantry so the technician tried to manually remove the cradle from the gantry bore. The technician pulled on the cradle but cradle did not move easily. He exerted manual force on the cradle to move the pt from the scanner. The technician pulled a muscle in his shoulder. The technician had an MRI performed and the diagnosis was muscle strain of the shoulder. Ge healthcare¿s investigation is ongoing. A follow up report will be submitted once the investigation has been completed.